Event description:
Info received indicates the head section of the bed will not stay down, it moves up unintentionally.

Manufacturer narrative:
The technician found the head section was drifting up. This is due to the head section gas shock being out of adjustment, not allowing the release button to release. He adjusted the gas shock to repair the stretcher.